Event description:
It was reported that the patients ipg was non-functional. The patient underwent an ipg replacement procedure wherein an MRI capable ipg was implanted. The patient was doing well postoperatively and the explanted ipg will not be returned.